Manufacturer narrative:
On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse replaced the tubing from the injector valve to the pre-filter. This returned the instrument to normal operation. The g8 analyzer is functioning as intended with all errors cleared. There was no further action required by fse. The most probable cause of the reported event was due to a defective peek tubing from the injector valve to the pre-filter assembly. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported high pressure with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.